Manufacturer narrative:
On 04-feb-2020, mentor received additional information that the patient has been scheduled to undergo explantation on (B)(6) 2020. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant medical products: 420cc mentor smooth round high profile saline breast implant, catalog # 3503420, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent an unspecified breast augmentation with a 420cc mentor smooth round high profile saline breast implant has experienced postoperative left-sided deflation, confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On december 08, 2021, mentor received additional information that the patient underwent surgical intervention to have the device removed, refilled, and reinserted on (B)(6) 2019. This is considered off label use of this device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-may-2020, mentor became aware that the patient¿s explantation procedure has been cancelled, and no future explantation date was provided at this time. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).